Event description:
It was reported that the implantable loop recorder was recording false asystole, af (atrial fibrillation), and fvt (fast ventricular tachycardia) due to undersensing and oversensing. It was noted that the patient observed to have syncope with noise. No changes have been made to the recorder and the recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.